Event description:
It was reported that the patient had to frequently charge the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was not released by facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in seven months ago.